Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect results for multiple patient samples from cobas 8000 cobas ise module serial number (B)(4). Refer to the attachment to the medwatch for all patient data. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation determined the issue was due to poor sample quality and preanalytic issues.